Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, on the first firing the black reload cartridge was used and unfortunately produced several straight legged staples in the middle third of the staple line, outer row, patient side. The area was over sewn to buttress the area where malformed staples were seen. There was additional time to over sew the staple line. There were no patient consequences. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. A photograph of the device/cartridge was reviewed and based on the photographic evidence it is believed the complication was the result of deck deflection. The complication was the result of the tissue and buttressing material if used was beyond the ecr60t (black) staple cartridges gap specification and the ple60a devices ability to bring the captured mass into thickness compliance.

Manufacturer narrative:
(B)(4). A surgical video was received and based on the video evidence it is believed the complication may have been the result of deck deflection or some form of cartridge channel roll. I do not believe based on the video evidence that cartridge selection contributed to the event and I do not believe the user did anything that would have contributed to the complication.